Manufacturer narrative:
(B)(4); age-year of birth (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device is explanted.